Event description:
A customer reported to baxter (B)(4) of an all in one empty container that had a broken/sliced plastic component at the location where the bag is hung. This product was intended to be used for compounding. There was no report of patient involvement, injury or medical intervention related to this issue. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The unit had the tip protector and solution inside the bag. During visual inspection damage/slice bag hanger was observed. Functional testing was not performed since the condition was confirmed visually. The assignable cause was determined to be equipment and personnel at the manufacturing facility. After evaluating the sample, it was determined that this condition could be created during the removal of the remainder of the sheeting when the bag is manufactured. After the bag is manufactured, the excess of plastic is pulled by the machine to place it in a scrap tote pan. During this process if the timing belt from the stripper station is broken when removing the excess plastic it could cause this condition, since it could come in contact with the bag. In addition, the operator failed to detect this condition during the manufacturing process of the bag. The manufacturing facility has provided feedback related to this complaint to the personnel involved in the manufacture of this product. In addition, preventative maintenance has been performed on the stripper station. This issue is being investigated through CAPA.